Event description:
Additional information was received that surgery occurred to explant and replace the leads, which resolved the issue.

Manufacturer narrative:
The reported issue of high impedance was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The report stated that the patient fell. Correction: the product return should have been disclosed in the previous report. It is being reported here.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01940. It was reported that the patient's therapy was autoreducing and high impedances were measured at the lead contacts. The patient reported a fall in (B)(6) 2020. As a result, surgery may occur to address the issue.